Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The hp would finish with manual bag. No patient injury or medical intervention was indicated at the time of the initial report. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's caregiver (cg) regarding the alarm, it was revealed that she did not notice anything unusual at the time of the alarm. The cg stated that she pressed stop to silence the alarm and tried to troubleshoot, then called baxter. The hp was in the last cycle and completed therapy with manual supplies. The hp used the hc cycler the following night without any problems. The cg stated the nurse was over the next morning after the alarm and the cg had mentioned the alarm to the nurse. The cg stated there was no adverse event after the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.